Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is not confirmed. The complaint devices were not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude that a user error is the most likely cause(s) for the reported failure can be a user error due user error from excessive force applied during use.

Event description:
On 27th september 2023, it was reported by a sales representative via email that an ar-8990st-1, dx fibertak suture anchor, st & ndls has one of its needles detached from the suture tape. When the fibertak was inserted, the surgeon removed the sutures from the guide and took the sheath off the needles. It was then noticed that one of the needles was detached from the suture tape. This was detected out-of-box, on 27th september 2023 with no case involvement.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.